Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 analysis: the product was returned to ethicon for evaluation. The returned product determined that it was received, one open folder with a detached needle and needle suture piece that pertained to the product code w8400. This product code is double-armed. During the visual inspection of the detached needle, the swage and attachment area were as expected. The barrel hole was examined under magnification and remnant suture was noted; resulting in a clip off defect. In addition, the needle suture piece was visually inspected, and the swage and attachment area were found to be as expected. The suture was examined, and the end of the suture was noted to be cut, probably caused by a surgical instrument. The other section of the suture was not returned. Per the condition of the returned sample, the functional test could not be performed. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a gastrointestinal procedure on 06/23/2024 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. The needle did not fell into the patient. No adverse patient consequences were reported. Additional information was requested.